Manufacturer narrative:
Although requested, patient demographics not provided by customer. No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported a chemo spill at the tubing filter while connected to a patient. There was no report of harm.